Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user has high glucose value. The customer condition did improve from the time initial contact was made. The customer did not seek medical intervention since the time of his last call. The customer's wife stated that she injected the customer with insulin and monitored his glucose levels throughout the night until he displayed results that she felt were safe. Customer's wife stated she believes that all three meters were working correctly and the customers blood glucose levels were truly over 600 mg/dl.

Event description:
The customer's wife called on behalf of her husband and stated that she tested his fasting blood glucose levels using three trueresult devices and all three meters displayed "hi." (More than 600mg/dl). These results were taken minutes apart using two containers of test strips, both lot #ps2383. Customer states that he has been experiencing symptoms of frequent urination, which he attributes to medication he is currently taking for a heart condition. Customer states he requires no medical attention. Verified the strips expire 6/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a blood glucose test, hi was obtained.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4). Customer returned the product on 11/29/2016;qc lab product evaluated on 12/13/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user has high glucose value or strip issue. The customer condition did improve from the time initial contact was made. The customer did not seek medical intervention since the time of his last call. The customer's wife stated that she injected the customer with insulin and monitored his glucose levels throughout the night until he displayed results that she felt were safe. Customer's wife stated she believes that all three meters were working correctly and the customers blood glucose levels were truly over 600 mg/dl. Correction: correction of internal report # (B)(4).

Event description:
The customer's wife called on behalf of her husband and stated that she tested his fasting blood glucose levels using three trueresult devices and all three meters displayed "hi".(more than 600 mg/dl). These results were taken minutes apart using two containers of test strips, both lot#ps2383. Customer states that he has been experiencing symptoms of frequent urination, which he attributes to medication he is currently taking for a heart condition. Customer states he requires no medical attention. Verified the strips expire 6/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a blood glucose test, hi was obtained.